Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to moisture adhering to the electric circuit board built into the image sensor, which let to a short-circuit of the integrated circuit, and temporal communication failure occurred between the video system center. The operation manual describes how to inspect for the suggested event as below: "[3.8 inspection of the endoscopic system] ¦inspection of the endoscopic image confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images are normal. Observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use in a colonoscopy procedure, the customer¿s evis lucera elite colonovideoscope displayed a display error e315. The equipment was replaced to complete the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a e315 scope error was not confirmed. The following additional findings were also noted: assorted scratches, chips, dirty components, water removal ability not meeting the standard value due to clogging of the nozzle, shaved, sticky, and discolored parts, and wear of the angle wire causing the bending angle in the up direction to be out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.